Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the air bubble detector (abd) was falsely going off. There were no error messages as it was a "true" alarm, the sensor reacted like it saw air. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #: 1828100-2015-00125 (same issue, different unit). Per the ccp, the sensor would usually alarm when the detector activated while attached to fluid filled tub ing. The alarm was not intermittent, and it was red. There was a usual audible alarm and arterial pump turned off. If we tried to reset it, it would just alarm again. Only way to correct was to reapply the sensor, sometimes multiple times. The fsr could not verify the air sensor intermittently alarming. The fsr replaced the ultrasonic air sensor (uas), air bubble detector (abd) module and cable for the air sensor. The unit operated to MFR specifications and was returned to clinical use. The suspect part was returned to the MFR for further evaluation.